Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported problem of "down stream occlusion test failed" was not reproduced. The device was sent to flow line for a downstream occlusion testing and it passed. A review of the event history log revealed multiple occurrences of the reported problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be force sensor calibration out of specification. The force sensor no tube and scale factor calibration will be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion test. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.